Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged by the customer that the replacement pump was not calculating the carbohydrates values correctly. The customer reported that the carbohydrate ratio was 1:10; however, did not specify the times. Review of the pump settings showed that the customer had different carbohydrate ratios through out the day. Tandem technical support relayed the information to the customer as having different carbohydrate ratios can cause for a different amount to be calculated but the customer hung up the phone. It is possible that the issue could be due to carbohydrate ratio settings, however, the customer declined to perform troubleshooting and insisted that the pump bolus calculations are incorrect. There was no reported impact to the customer's blood glucose level.